Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Per sales rep: "patient had a periprosthetic fracture. Stem was revised and replaced with a longer monolithic stem. Shell stayed intact and liner was revised to an mdm." Comparing records from patient's prior revision indicate that a size 7 anato stem, 36 +5 biolox head, and 36f 0° liner were revised.